Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an internal battery failure error occurred on a trilogy 100 ventilator. Additionally, it was observed that the device's rubber feet were missing, the enclosure was misaligned, and the handle was sticking. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an internal battery failure error occurred on a trilogy 100 ventilator. Additionally, it was observed that the device's rubber feet were missing, the enclosure was misaligned, and the handle was sticking. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the device's internal battery. The device¿s internal battery needs to be replaced to address the issue. No repair was performed. The unit will be scrapped.